Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2016. The fse found retention times fluctuating. The fse replaced the tube from injection valve to the line filter with no change. The fse also replaced check valves, replaced pump diaphram. And replaced plunger seal. The fse found excessive blood on top of tube caps so also replaced the probe o-rings. The retention times were steady. The fse noted foam in the dilution well when sampling whole blood and qc fails. The fse replaced large and small syringe tips, large syringes, probe and installed small syringe for troubleshooting, still no change. The fse also replaced sample loop and rotory valve, with no change. The fse wrapped the rotory valve assembly and injection valve assembly for troubleshooting and no change and replaced the needle again. Controls passed, no foaming in dilution well. Instrument is operational. No further action required by fse. The g8 analyzer is operating as intended with all errors cleared. The most probable cause of the reported event was particle probe clog. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported peak pattern issues with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.